Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 67-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was classified as scai stage e. Past medical history was unknown. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. The patient underwent right coronary artery stent placement. Following the procedure, access-site bleeding at the right femoral artery was reported. The bleeding was initially noted to have been resolved with manual pressure; however, the patient later required a blood transfusion due to continued or recurrent bleeding. The reported patient experience included major bleed and blood transfusion related to the pump, associated with the vascular access site. Based on the available information, the reported event was consistent with access-site bleeding in the setting of large-bore arterial access and anticoagulation used during management of cardiogenic shock and pci. The patient survived.

Manufacturer narrative:
Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Additional codes were added in h6 (component code and type of investigation).